Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the hydropneumatics that was caused by loose sample and reagent syringes in the synchron cx5ce chemistry analyzer. This event could potentially cause a short sample/reagent delivery or dilute the sample/reagent due to the dripping. No patient results were generated during this event, therefore, no treatment was impacted.

Manufacturer narrative:
A field service engineer (fse) was dispatched onto location and identified the root cause of the leak to be improperly sealed sample and reagent syringes into the 3-way t-valve. Fse tightened the syringes, which resolved the issue. Upon reoccurrence, the hardware failures could cause erroneous results on any chemistries and patient treatment and/or operator safety is likely to be impacted.